Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication logistics management was not functioning. A technical support specialist (tss) remotely accessed the station and identified that the printer had a large number of queued pages. The tss cleared the printer queue, removed and reinstalled the printer driver, and restarted the station. The tss then configured the printer and confirmed successful test printing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, mlm was not functioned properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.